Event description:
The facility reported an infusion pump with an air-in-line alarm. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of air-in-line alarm was not confirmed or duplicated during testing. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.